Manufacturer narrative:
Concomitant medical products: dtba1qq crtd, implanted: (B)(6) 2016; 6935m5 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead at the current vector of lv4 to right ventricular (rv) coil. It was also noted that vector express was showing that the "lv and rv were too close together". The lv lead was reprogrammed to resolve the stimulation and remains in use. No further patient complications have been reported as a result of this event.